Manufacturer narrative:
(B)(4). D10: cat# 163667 lot# j7347495 32mm mod head cocr -6mm neck; g2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision approximately 1 month later due to a femoral fracture. It was reported that there was no traumatic event that led to the fracture. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 component code: mechanical (g04) ¿ stem visual examination of the provided pictures identified the stem is covered in bio-debris. There is no visible damage to the stem that can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no signs of loosening, wear, or other contributing factors. Periprosthetic fracture along the medial cortex of the mid femoral stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.